Manufacturer narrative:
(B)(4). Date sent: 12/4/2020. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The tissue pad was attached to the clamp arm and not detached as reported by the customer. No conditions that could have caused the reported unintended thermal injury issues could be identified at any time during testing. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4); batch #: unknown. Additional information was requested, and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes. But you will be able to see in the device that will be returned. Did the patient experience any adverse consequences? If so, what were they? Yes, just a burn in the parietal peritoneum. Please indicate the degree of the burn in the parietal peritoneum? It was a superficial burn in peritoneum. How was the burn treated? No additional treatment was necessary.

Event description:
It was reported that during a laparoscopic procedure (removal of a gastric band) the surgeon was using a harmonic hd1000i and experienced the teflon pad breaking. The surgery was delayed 15 minutes. The device was replaced, and the procedure was completed successfully. There was a patient consequence of a burn in the parietal peritoneum. No medical intervention was required.